Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, non-calcified, mid left anterior descending artery. The balance middleweight (bmw) guide wire crossed the lesion successfully; however, resistance was felt with the guide wire during advancement and retraction of the balloon catheter with the guide wire, despite repeated attempts. The decision was made to exchange the guide wire for a new bmw and the same balloon catheter was able to be used successfully with no resistance felt. There was no clinically significant delay in the procedure or adverse patient effects reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.